Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the pt underwent a total pelvic floor repair in 2006. Following the procedure, a suprapubic catheter remained in for fifteen days and the pt experienced pain in the pelvic area. On two months later, a wound exploration and cystoscopy diagnosed interstitial cystitis. The pt's pain continued and she could feel mesh in the vagina. A surgical procedure for removal of the vaginal mesh was conducted and one third of the graft was freed. The pt sought a second opinion which reported that the pt is having a reaction to the mesh and that the mesh is being rejected. A complete removal of the anterior part of mesh was conducted. The pt reports pain and swelling in her pelvic area with vaginal discharge. The pt is taking antibiotics, anti-inflammatory medication, and has had multiple MRI and CT scans. In 2007, the mesh was removed from the left anterior side and the pt continues to have pain including the left buttock. On five months later, a band of mesh was removed from the pelvic area. In early 2008, an exploratory laparotomy found mesh to be wrapped around the left ureter and a stent was placed but the pt continued to have pain. On five months later, an exam in surgery reported a mesh erosion out of the left posterior vaginal wall. The pt's pain in left lower abdomen, bladder, and rectum continues but is improved in the buttock area.